Event description:
Customer reported the c will move up, but not down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lift column. System operates as intended.